Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the electrogram showed a false pause event due to signal drop out on implantable cardiac monitor. There were no patient complain/symptoms registered. No additional information was reported.